Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the first extension (s/n (B)(4)) found no anomaly. Analysis of the second extension (s/n (B)(4)) found the outer insulation had breached depression and the body conductor broke less than 5cm from the proximal end.

Event description:
It was reported the patient complained of the bowstring effect and pulling in their neck when meeting with their healthcare professional (hcp) due to the implantable neurostimulator (ins) reaching elective replacement indicator (eri). The ins reaching eri was considered normal. Impedance testing was done and the cause of the event was determined to be the bowstring effect in the patient¿s neck. The hcp decided to replace both extensions. Following the revision, the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2015-(B)(6), product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2015-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v279269, implanted: 2009-(B)(6), product type: lead. Product ID: 3389s-40, lot# v285199, implanted: 2009-(B)(6), product type: lead. (B)(4).